Event description:
It was reported that the right ventricular lead exhibited high thresholds since implant. The lead was capped during a routine pulse generator changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.